Event description:
Pt reported experiencing elevated blood glucose of 300 mg/dl for approx three weeks. Her normal blood glucose level is 100-150 mg/dl. She switched to her backup infusion device and her blood glucose level returned to normal. Pt did not report any symptoms associated with the elevated blood glucose level. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.